Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the staff found that the packaging of the device was cracked and were afraid the sterility of the device may have been compromised. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/15/2021 . Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its packaging and the packaging was not returned. The device was returned with no apparent damage. The device was connected to a gen11. During functional testing, it was noted that the hand control buttons were nonfunctional. When tested with the foot switch, a reactivate alert screen was displayed. The instrument was disassembled to inspect the internal components and no anomalies or damage was observed that could have caused the alert screen to be displayed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. No conclusion could be reached as to what caused this issue. Due to the reported event match with the analysis findings, the event is confirmed. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.